Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Visual inspection identified damaged conductor wire insulation. Material of the conductor wire insulation appeared to be rubbed off and lifted up with no material missing on the area of the damage. No thermal damage was identified. The known common cause of this failure is attributed to instrument mishandling and misuse. The instrument was subjected to electrical continuity and passed testing. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No procedure video or image was submitted to isi for review, and no additional technical analysis was conducted. System log investigation: a review of the instrument log for the fenestrated bipolar forceps instrument lot# n10200317 / sequence 0006 associated with this event has been performed. Per logs, the instrument was last used on the reported event date of (B)(6) 2020 on system (B)(4). The alleged event occurred on the 1st use of the instrument. The instrument had 9 remaining usable lives with no subsequent use recorded. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). The complaint acknowledges damage on the conductor wire with no allegation of mishandling or misuse and without claim of ¿loss of cautery." Evaluation by failure analysis confirmed damaged conductor wire insulation with a passed electrical continuity. The customer reported complaint does not itself constitute an MDR reportable event; however, this complaint is being reported because damage to the conductor wire within the instrument could lead to unintended electrical discharge at a location other than intended. Although there was no patient injury reported, if this failure were to recur, it could result in an adverse event.

Event description:
It was reported that during central processing, inspection of the fenestrated bipolar forceps instrument identified damage on the conductor wire. No further information was provide. No patient involvement. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the reporter confirmed that the instrument had damaged conductor wire insulation. No specific issue (ie arcing, thermal damage, unintended energy discharge) and no known instrument collision was observed during the last known instrument usage for a procedure on (B)(6) 2020 on system (B)(4).